Event description:
Report 2 of 3. The customer contact reported a delay of critical therapy during an alarm condition. As indicated in report 1 of 3, this device was obtained as a replacement device to initiate the levophed therapy for the pt in the catheterization lab with decreasing blood pressure. The customer contact reported that the original tubing set was loaded into unspecified channels of the device and the channels alarmed with n251 (valve/cassette test failure). The device could not be programmed. A replacement device was obtained. Further info can be found in report 3 of 3 (MFR report #9615050-2013-00295).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. This report represents all the info known by the reporter upon query by hospira personnel.